Event description:
It was reported that the tip of a bur broke off inside a patient during a procedure. The doctor used another bur to finish the procedure and was able to remove the broken tip causing no harm to the patient.

Manufacturer narrative:
Device has yet to be returned for evaluation. If received, a follow-up report will be submitted with investigation results.